Event description:
Intraocular pressure increased. Case description: spontaneous report, loc log# a20030622. A physician reported the case regarding a pt suffering from cataract. The pt had a history or pleurisy, cholecystectomy, and underwent cataract surgery in left eye in 1998. On an unspecified date pt underwent a lens implantation in the left eye and iritis appeared postoperatively. Hypermature cataract appeared in pt's right eye. 10 days later acute conjunctivitis appeared in the right eye. One month later the pt was hospitalized, the intraocular pressure (iop) was 19mmhg in the right eye and 20mmhg in the left eye. One day later pt underwent extracapsular cataract extraction and healon v 0.6 (hyaluronate sodium), opegan (hyaluronate sodium) and opelead (hyaluronate sodium) were instilled during surgery. Slight pain appeared postoperatively. The next day the pt expereienced eye ache and headache. Loxoprofen sodium was administered orally and the pt partially alleviated from their aches. On the same day the iop increased to 60mmhg. The pt had also headache and nausea. Drip infusion of 300mg of mannitol 20% was started. At midday the iop was 50mmhg. The pt was treated with timolol maleate, dorzolamide hydrochloride, betametasone sodium phosphate, levofloxacin, diclofenac sodium, tropicamide, l-asparate potassium. At evening the iop was still high as 48mmhg and pt had eye pain. The pt rec'd 300ml of mannitol drip infusion. The following day the iop was 25mmhg and the pt had no eye ache. Then all the intravenous infusion lines were removed. Two days later the iop was 18mmhg. The administration of acetazolamide and l-aspartate were discontinued in the evening. 3 days later the pt was discharged from hosp. Although the reporting physician assessed the event as non-serious/non-mild, the company assessed it as serious/prolongation of existing hospitalization. The reporting physician assessed the casual relationship between healon v 0.6 and the event iop increased as probable. Submission of a report does not constitute an admission that the medical personnel, user facility, distributor MFR or product caused or contributed to the event.